Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was concerned about orthostatic hypotension. The patient was advised by their doctor to take additional midodrine. The patient was advised to follow their doctors order and reach out to their cardiologist. It was reported that the patient felt much better. On (B)(6) 2024, the patient was seen for a titration follow-up. The patient's therapy was adjusted, and their blood pressure was in normal range following titration. About an hour later, the patient was advised by their home nurse to go to the emergency department due to feeling dizzy and lightheaded with activity and standing. It was reported that the patient had a history with numerous events of dizziness, lightheadedness, near syncope and syncope. The patient's home health nurse was prescribed to do daily orthostatic and fluids to help with dehydration and other symptoms the patient experienced. The physician believes barostim was working and recommended frequent labs to check electrolyte, blood pressure and potassium. The patient was discharged on the same day. On (B)(6) 2025, the patient reported that they experienced hypotension. It was noted that the patient was receiving IV fluids for their orthostatic hypotension which recently stopped due to change in their insurance. It was also noted that the patient was non-complaint in their direct instructed fluid intake. The patient was scheduled for a follow up appointment on (B)(6) 2025 and as of (B)(6) 2025, it was reported that the patient was doing better.

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was concerned about orthostatic hypotension. The patient was advised by their doctor to take additional midodrine. The patient was advised to follow their doctors order and reach out to their cardiologist. It was reported that the patient felt much better. On (B)(6) 2024, the patient was seen for a titration follow-up. The patient's therapy was adjusted, and their blood pressure was in normal range following titration. About an hour later, the patient was advised by their home nurse to go to the emergency department due to feeling dizzy and lightheaded with activity and standing. It was reported that the patient had a history with numerous events of dizziness, lightheadedness, near syncope and syncope. The patient's home health nurse was prescribed to do daily orthostatic and fluids to help with dehydration and other symptoms the patient experienced. The physician believes barostim was working and recommended frequent labs to check electrolyte, blood pressure and potassium. The patient was discharged on the same day.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, barostim was working and recommended frequent labs to check electrolyte, blood pressure and potassium. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)